Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they received battery out limit alarm. The customer's blood glucose was 95 mg/dl at the time of incident. The customer's father reported that the batteries were out greater than duration allowed by the insulin pump. The customer's father also reported that they also experienced high blood glucose of 600 mg/dl. The customer's father stated that they treated the high blood glucose with manual injection. The insulin pump will not be returned for analysis.